Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose levels of up to 533 (mg/dl) and diabetic ketoacidosis on (B)(6) 2016. Reportedly, contact believes that the elevated bg levels may have occurred because the customer may be experiencing puberty. Customer attempted to administer injections and adjust the basal rate per their health care provider's recommendation; however, bg levels remained elevated. While in the hospital, customer was treated with intravenous insulin. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.